Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, chose to return to multiple daily injections while waiting for replacement pump, and no further action was taken by technical support.